Event description:
It was reported that the right ventricular (rv) lead was oversensing evidenced by a high short interval counts (sic). A lead fracture is suspected. The lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis found oversensing on the right ventricular channel. Product ID d314drg, serial # (B)(4), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Additional information received reported that the patient contacted the clinic due to a patient alert. A remote monitor transmission was sent and noted multiple episodes of right ventricular pace/sense noise and a low measured impedance. The patient will be followed in the clinic to determine the plan for treatment. The lead remains in use. No patient complications have been reported as a result of this event. (B)(4).